Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation is still on progress and has not been completed. The scope will be sent to an independent laboratory for microbial testing and ethylene oxide (eto) sterilization. The cause of the reported event could not be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility to observe the facility¿s reprocessing practice and provide a reprocessing training. The ess found no reprocessing deviations during the visit. After the completion of the device evaluation, this report will be supplemented.

Event description:
Olympus was informed by the user facility that the scope¿s culture tested positive for escherichia coli, coagulase negative staphylococcus, and bacillus. The scope was cultured following the center for disease control (cdc) guidelines. An olympus brush (mh-507) was used for sampling behind the elevator and sterile and the sterile water flush was collected from the tip of the scope. The scope was high level disinfected (hld) and pre-cleaned twice after each patient use. There are no reports of patient infection.

Manufacturer narrative:
This supplemental report is being submitted to provide the microbial test results and the physical scope evaluation results. On june 22, 2018, the scope was sent to an independent laboratory for microbial testing. The scope tested positive for staphylococcus warneri, staphylococcus capitis, staphylococcus hominis and micrococcus luteus. The scope was ethylene oxide (eto) sterilized and returned to olympus for a physical evaluation. A visual inspection was performed on the received condition of the scope. The evaluation found no signs of foreign material/substance or stain inside the biopsy channel, biopsy port and suction port when inspected with olympus boroscope and telescope test equipments. Additionally, there were also no signs of foreign substance/materials found with the insertion tube, bending section cover area, and distal end area. There was also no sign of missing parts noted with the scope and the scope passed the leak test. A review of the instrument history shows the scope was purchased on march 20, 2015 and was last service in may 2018. Based on the investigation, olympus was unable to determine the cause of the reported scope event, however, improper maintenance of the scope could not be ruled out as a contributing factor to the reported event. The reprocessing manual provides warning which states, ¿all channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿